Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent undersensing was noted on the right ventricular (rv) lead on current electrograms (egm). Possible intermittent atrial undersensing was noted during atrial high rate episodes on stored electrograms (egm). Both leads remain in use. No patient complications have been reported as a result of this event.